Event description:
It was reported the customer had a lost sensor alert on their insulin pump. Customer's blood glucose was 6.8 mmol/l. The customer also stated their sensor cannula was missing upon removal of their sensor. The customer also reported there was blood at site. The customer was also unsure if the cannula was inside their body. Advised the customer to contact their healthcare provider. The customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.